Event description:
An occlusion alarm was reported resulting in the customer going to the emergency room and subsequently being hospitalized in the intensive care unit (ICU), with blood glucose levels over 600 mg/dl. The customer was treated with intravenous fluids of saline, potassium and insulin, which resolved the issue, and was released from the hospital on (B)(6) 2025 with no permanent damage. The customer declined to provide additional information regarding the occlusion alarm.